Manufacturer narrative:
(B)(4). Eval codes, method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon used an aa4203tl toric optic silicone single piece lens. Stated there was inserter difficulties during preparation for use. Plunger over-rode the lens. There was no pt contact. Further info was requested, but the reporter did not have any further info. Model of cartridge and injector unk.